Manufacturer narrative:
Development of infection at the insertion /removal site is a known and anticipated potential adverse effect, which does not require additional investigation. A review of the device's manufacturing records indicated that the sensor lot met all requirements including sterilization requirements for release.

Event description:
On april 20, 2026, senseonics learned that a user had developed an infection at the infusion site. The user reported experiencing symptoms including sensitivity, warmth, and slight swelling around the area, despite the insertion site itself having healed. The user's healthcare provider (hcp) was notified, and they confirmed the infection and prescribed antibiotics. As a result of the diagnosis, the sensor was removed on april 17, after which the user recovered and reported no additional infections. The user discontinued use of the system following her experience.